Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of hernia was not reported. The patient's hernia was diagnosed after the start of pd therapy. The location of the hernia was above the umbilicus. It was reported that the hernia worsened with pd therapy (not further described). On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient underwent surgery for hernia repair. On unreported dates, the patient discontinued pd therapy, further described as "for a little bit". At the time of this report the patient was slowly working back on to it. At the time of this report, the patient was up to a fill volume of 1,000 ml (versus previous 2,000ml therapy). At the time of this report, the patient was recovering from the event. No additional information is available.